Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Device expiration date: unknown; device manufacture date: unknown. (B)(4). Investigation summary: level b investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2; occurrence: unable to perform complaint lot history check due to an unknown lot number for needle through shield & needle stick. A review of all risk management documents for the product family of the device involved in this complaint (pen needle, needle through shield, needle stick), was performed and it was determined that the potential risk of this specific reported incident was captured and addressed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed, and the root cause is undetermined. Complaints received for this device, and reported condition will continue to be tracked, and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform a DHR review due to an unknown lot number for needle through shield & needle stick. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate, or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device, and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples, or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle experienced an inner shield/outer cover/cap that would not attach/detach during use. The following information was provided by the initial reporter: consumer stated, she stuck her finger as a result of re-shielding after use stated, this occurred when she was using the original pen needle. Stated, she now reshields with 2nd gen, but has not had an issue with sticking herself. Explained to consumer, never "reshield" went over steps on how to remove pen needle after injections. Lot: unknown; catalog: unknown; date of event: unknown. Verbatim from email: the new bd pen needles are a huge improvement from the earlier version. The caps are much easier to put on, and the needle no longer sticks through.